Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 22aug2023. H6: investigation summary : in response to the event reported by your facility a device history review was conducted for lot number 3136521. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, (B)(4) sample were returned to aid in our investigation. Our engineers were able to identify four samples with a partially retracted needle. Functional testing of the returned units was unable to identify any instances of a dull needle and needle core withdrawal, with all tested units performing within product specifications. Functional testing was also performed to evaluate end cap torsion resistance, again all tested devices were within product specifications however the average torsion resistance was lower than previous lots. This event has been confirmed. The reported dull needle tips were likely a result of a partial needle retraction leading to an incorrect lie distance of the catheter tubing, which would overhang the tip of the needle impeding insertion. This can occur from a misalignment of the manufacturing machinery during set up. To prevent the future occurrences of these event our plant has adjusted end cap torsion standards.

Event description:
It was reported that 100 of the bd intima-ii¿ closed IV catheter system experienced disengagement (removal) difficult. The following information was provided by the initial reporter, translated from chinese to english: the heparin cap is very tight and needs to be unscrewed with a hemostat, hoping to improve the product.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 of the bd intima-ii¿ closed IV catheter system experienced disengagement (removal) difficult. The following information was provided by the initial reporter, translated from chinese to english: the heparin cap is very tight and needs to be unscrewed with a hemostat, hoping to improve the product.